Event description:
A caller reported a cartridge alarm 20 on their insulin pump, which was something they had experienced before with the same device. There was no adverse impact on the customer's blood glucose level, as it remained below 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support arranged to replace the pump with a new one with updated software and provided instructions on using storage mode before returning the faulty pump. The customer understood and acknowledged all provided instructions, including the use of a return box to send the defective pump back.